Event description:
It was reported that during a coronary stenting treatment procedure stent damage occurred. The 90% stenotic lesion was located in the calcified and severely tortuous distal right coronary artery. The physician advanced the 4.0x8mm liberte bare stent to the lesion and encountered friction and was unable to cross. Upon removal it was observed that the edge of the stent was raised. No patient complications were reported and the patient's status is reported as good. The procedure was completed with a different device.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).